Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced a ¿high¿ blood glucose (bg) level that ranged from ¿high¿ to 600 mg/dl with small ketones. Customer administered a manual injection to address bg. Reportedly, the customer experienced chest pain/pressure, nausea/vomiting, thirst or dry mouth, frequent urination, abdominal pain, weakness or fatigue, and difficulty breathing. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.